Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter was displaying an ¿error 1¿ message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged error message began to appear on (B)(6) 2017 at 7:30 am. The reporter informed the csr that the patient manages her diabetes with a fixed dose of insulin (10 units of regular and fast-acting insulin three times a day). The reporter claimed the patient did not make any changes to her usual diabetes management regimen due to the error message appearing. The reporter stated that 12 hours after the alleged issue began the patient developed symptoms of feeling ¿lightheaded and dizzy¿. In response to the symptoms, the reporter claimed the patient treated herself with crackers, mandarin orange and water. The reporter denied the patient¿s blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.